Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010; inratio: 1.8, 1.4; lab: 6.4. Lab testing performed within 1/2 hour of meter testing. Historical results have been between 2.3-3.0. Pt's therapeutic range = 2.0-3.0. Observed satisfactory correlation with lab when correlation testing performed previously. No changes in dose, medications, lifestyle, no procedures, hospital stays. Pt is anemic, but stable.

Manufacturer narrative:
Investigation pending.